Event description:
A user facility reported that an intraocular lens (iol) was explanted due to dislocation. Additional information was received from the surgeon who clarified that the iol did not dislocate; instead, the corneal cylinder axis shifted from 180 to 150 degrees. The shift in corneal axis was due to photorefractive keratectomy (prk) performed approximately two months following the iol implant surgery. The prk was performed to treat anterior basement membrane dystrophy (abmd) which was also diagnosed following the iol implant. The surgeon first attempted to rotate the iol but was unsuccessful, so he decided to exchange it for another lens model. In the opinion of the surgeon, the iol did not cause or contribute to the event.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested. A completed questionnaire was received on (B)(4) 2013. (B)(4).